Manufacturer narrative:
Results of the evaluation showed the CT parameters did not match recommendations and number of slices was borderline. A 3d tree could not be created by the planning application and was generated manually by the physician. Two points in the manual registration plan had different names but the same values causing the system to crash when the manual registration plan is loaded. The complaint analysis revealed a software design anomaly.

Event description:
According to the reporter, on (B)(6) 2017, the superdimension system screen froze during a patient enb case. The site realized it was the planning file that was causing the issue. The physician tried to re-planned the case on the same CT but it displayed an error message. The physician was unable to complete the case so the patient was woke up. The patient was under general anesthesia. There was no report of patient injury, death, or other serious adverse event.